Event description:
It was reported that the patient had a possible infection at the ipg site. Symptoms of slow healing and slight discharge were noted. The patient underwent an ipg explant procedure. The physician cleaned out the pocket site and placed benko disinfecting powder. It was also believed that the infection was not device or procedure related. The explanted device was not returned. Additional information was received that the patient will start with antifungal medication. Culture was taken and the result showed positive for the genus candida.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a possible infection at the ipg site. Symptoms of slow healing and slight discharge were noted. The patient underwent an ipg explant procedure. The physician cleaned out the pocket site and placed benko disinfecting powder. It was also believed that the infection was not device or procedure related. The explanted device was not returned.